Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient was admitted to hospital for the treatment of high blood glucose level of 400mg/dl. Patient was admitted for 1 day and showed symptoms like headache tired/weak diarrhea and vomiting. The trace ketones were also tested positive. Hospital staff had given the treatment IV insulin drip (intravenous insulin infusion) to the patient. No further information available

Manufacturer narrative:
Patient city - (B)(4). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.